Event description:
It was reported that the pt experienced an overstimulation sensation. She felt a sensation like a "hot poker" in her rectum both when the stimulation was on or off. These symptoms started to occur following a fall while gardening. Her device has been checked out since then and it appeared to be okay. Further info is being requested from the hcp.